Manufacturer narrative:
The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Based on the information received, the cause cannot be conclusively determined; however, patient factors and progression of valvular disease likely led to the event.

Event description:
Edwards learned reason for the procedure was due to severe mitral stenosis secondary to deterioration with nearly complete occlusion. Echo demonstrated no movement of mitral valve. Postoperative echo demonstrated appropriate position of the valve with good functioning. The patient was transferred to the cvr unit in very critical condition.

Manufacturer narrative:
(B)(4). The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information are in process. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Svd, a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The stenosis observed in this case was most likely due to progression of the patient¿s underlying valvular disease pathology with or without svd and/or nsvd. Based on the information received the cause cannot be conclusively determined; however, patient factors and progression of valvular disease likely contributed to the event. If additional information is received a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information a patient with a 27 mm mitral valve implanted 12 years, three months, underwent transcatheter valve-in-valve procedure in mitral position due to stenosis. Pre-procedure gradient was 22 mmhg. The patient arrived to the cvor intubated, with an extracorporeal membrane oxygenator in place. A 29 mm transcatheter valve was implanted via a transapical approach into the mitral position. The patient tolerated the procedure well.